Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v627028, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she got the implant for bladder but relies on it for bowel. Patient later noted she got it because she has fecal incontinence/issues with bowel control (to go), as she takes laxatives and has zero control. Patient stated she was enema-dependent, and that it was not working as good for her symptoms. Patient stated she had the implant eventually checked and was told the battery was getting low and only one of the leads was working, so they changed programs. (Patient noted she was down to the last one), and stated there was a little improvement after that. Patient stated she had a baby and that at that time there was blood into her right hip (patient noted she also has hemophilia) and that being on her back pooled the blood, from which the hcp thinks it may have contributed to the lead issue. Patient stated the enema-dependent symptoms worsened after she had the baby and that she has been sicker since as well. Patient inquired about ins longevity. The patient reported change in symptom that occurred in 2013 the patient's indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.